Event description:
It was reported the printer does not work and it overheated. The programmer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the programmer will not print and has a printer overheat message; mpu (main processor unit) printed circuit board assembly found out of electrical specification. Concomitant product: 229047 analyzer. (B)(4).